Event description:
The device was purchased in 2009. Pt was wearing it initially for 2 hours a day, then prolonged the time of usage to several hours a day (for about a month). At approx two months of usage, the serious hiccups attack occurred, and persisted for several days before we called the emergency exchange - dr. And pt was prescribed chlorpromazine 25 mg 1-2 3 times daily. He was taking the device off for night, when he did, attack slowed a little. He was seen on emergency by the dr. The hiccups persisted besides of medication and pt started to have difficulty breathing. He was seen on emergency by another dr. And was prescribed metoclopramide 10mg 1 tab before night. When he came from appointment with the dr. He took walkaide off permanently and hiccups subsided after a day. Also breathing came back to normal. That visit was one week after the occurrence. We are convinced that this above mentioned device caused those serious events.